Manufacturer narrative:
(B)(4) initial.

Event description:
The customer reported that the patient reported that the freedom onboard battery has a low capacity. The customer also reported that the patient's onboard battery was exchanged. There was no reported patient impact. This alleged failure mode poses a low risk to the patient because although the freedom onboard battery has a low capacity, it did not prevent the freedom driver from performing its life-sustaining functions. In addition, patients are provided with several onboard batteries, and the freedom driver has a redundant power source of external wall power. The freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the patient reported that the freedom onboard battery had low capacity. The customer also reported that the patient's onboard battery was exchanged. There was no reported patient impact. The onboard battery was returned to syncardia for evaluation. Visual inspection of the onboard battery revealed no anomalies, and it was within its use life period at the time of the reported issue. During investigation testing, the onboard battery was attached to battery evaluation software. Review of the system management bus (smbus) data revealed that the root cause of the reported issue of low capacity was that the onboard battery had achieved a high cycle count of 790 cycles, and its full charge capacity was at 430 mah (minimum requirement is 2310 mah). The onboard battery was taken out of service. This failure mode posed a low risk to the patient because it did not prevent the patient's freedom driver from performing its life-sustaining functions. In addition, patients are provided with several onboard batteries, and the freedom driver has a redundant power source of external wall power. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.